Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for medical attention due to low blood glucose accompanied by symptoms. The expected fasting blood glucose test result range is 80-150mg/dl. The customer did report symptoms of feeling sick. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 174 and 146mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is last month. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that back in (B)(6), he was feeling sick, an ambulance was called, and he was admitted to a hospital diagnosed with hypoglycemia. Customer states that at the hospital he was treated for low blood glucose (with glucose) and release hours later. Customer does not remember details or the exact date. Customer states that at the hospital, they told him that his meter needed to be recalibrated. Informed customer that the meters cannot be recalibrated. Customer does not express concerned to any results. However, back-to-back test were different and customer is concerned with that. Customer does not remember the date he went to the hospital or the date he was released. Customer states he was released the same day. Customer does not have any symptoms of high or low blood sugar at the time of the call.